Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 20mm watchman flx laa closure device & delivery system (wds) were used. The access system was riding along the limbus. The wds was in the was. The closure device was deployed and created the flx ball. The flx ball and was popped back into the left atrium. They removed the wds and flushed it. They went back in with the pigtail catheter to reposition the was. Once that was done the pigtail was removed and the wds was re-inserted. Again, the flx ball was formed and the was and flx ball retracted back into the left atrium. At this time, a small effusion was noticed to be developing. Since the patient was stable and the effusion was small, the physician decided to go ahead and reverse the heparin quickly with protamine and abort the case. The activated clotting time (act) was 290. The patient did well and was discharged the following day with a trace to small pericardial effusion.